Event description:
The quality assurance department of datascope corporation's cardiac assist division became aware of an iab balloon event where the iab leaked. The information was reported in the 1981 issue of "intensive care medicine"; volume7; pages 311-312. This is a literature reference only. (The balloon leak was evaluated as a plaque related leak) (attached is a copy of the literature reference) (event complications: unknown. (Pt's current status: expired on 4/16/80.)